Event description:
A US distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed.Upon investigation the rear response button was non-functional. The cause for the failure was a missing response button dome.The root cause for the missing dome could not be positively identified. There were no adverse events associated with the monitor malfunction.